Manufacturer narrative:
A product investigation was completed: per the technique guide, the returned parts are used during dynamic hip screw/dynamic condylar screw (dhs®/dcs®) procedures. The returned dhs®/dcs® coupling screw (338.20, 6581873) was received with its threaded tip broken. The returned dhs®/dcs® coupling screw adapter for one-step lag screws (338.202, 4478044) was received with its threaded tip broken. The returned coupling screw (338.20, 6581873) was manufactured on february 28, 2011 and the relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The returned coupling screw adapter for one-step lag screws (338.202, 4478044) was manufactured on september 26, 2002 and the relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No non-conformance reports were generated during production of the returned parts. Review of their device history records showed that there were no issues during the manufacture of the products that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Per the technique guide, the coupling screw is used in conjunction with a dhs/dcs wrench (338.06), centering sleeve (338.19) and guide shaft (338.21) for the insertion of the system¿s lag screws. The coupling screw adaptor (338.202) and guide shaft adaptor, for one-step lag screws (338.212) are included in the dhs/dcs one-step basic sets (105.833 and 105.839) and function similar to the general lag screw insertion assembly. Using the available information it is not possible to determine a definitive root cause for the breakage of both returned parts. It is possible that an excessive off-axis load was applied to the coupling screw and coupling screw adapter for one-step lag screws which led to failure at the point where the parts interface with lag screws. The failure mode can be associated with wear over life of the parts and methods of use, rather than a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Event date: unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: september 26, 2002. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hip fracture procedure on an unknown date. During the procedure, the surgeon first attempted to use a dynamic hip screw/dynamic condylar screw (dhs/dcs) coupling screw, but the threaded tip broke off. The surgeon then used a coupling screw adapter for dhs/dcs one-step lag screws, but the tips broke off of that device as well. It is unknown if the pieces of the instrument remained in the patient after the surgery. It is also unknown if the surgery was delayed. The procedure was ultimately completed successfully. This report is 2 of 2 for (B)(4).